Manufacturer narrative:
Given that the device was not returned and the serial number not provided, no investigation is possible at this time. As such, the root cause of the reported event cannot be definitively stated. It should be noted that endocarditis is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer is following up to retrieve additional details on the event and on the device. Should further information be received, a follow-up report will be provided. Retained at the hospital.

Event description:
A patient received a perceval valve during the week of (B)(6) 2020. During the week of 17 feb 2020, a patient presented at the hospital with severe temperature. Echo revealed inflammation of the heart but not yet on the valve prosthesis and they decided for treatment with antibiotics. A week later, the echo showed a clear thickening of the valve and severe septal inflammation. In the meantime, the patient suffered from renal insufficiency. The patient was referred for immediate cardiac surgery due to severe endocarditis. The perceval valve was removed and replaced by a crown 25 and mvalsalva conduit 30mm.